Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, "check therapy pad" messages and "adjust belt" messages) has been confirmed. Upon investigation the monitor had failed incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that patient was experiencing "check therapy pad" and "adjust belt" messages with a monitor that had a damaged case.